Event description:
It was reported that a pt was admitted to a carescape b850 monitor with pt data module (pdm). The pt was taken to the operating room (or) on the pdm with one invasive blood pressure line. In the operating room the pt was removed from the pdm and then reconnected to the pdm after the procedure with three invasive blood pressure lines. There was no invasive blood pressure splitter in use,so one of the lines was not connected to the pdm. After the pdm was reconnected to the carescape b850 at some point the third invasive blood pressure line was plugged into the ibp module in the frame. Upon return from the operating room the invasive pressure lines did not come up on the monitor for six minutes, during which time the balloon pump lost its sync signal and stopped pumping and the pt coded.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.